Manufacturer narrative:
Unit received with cracked lcd window and cracked case at the display window corner. Unit passed the displacement test, idle current test, run current test, self test and off no power test. Unit received with normal operating currents. However, a21 alarm after battery change due to c13/ib voltage leak. Unit programmed with the current time and date and monitored for several days. The time and date is functioning properly.

Event description:
Customer reported via phone call that the after battery gets changed out it loses the date and time. Customer blood glucose level was unknown. Customer also stated that the battery housing has chipping and crack on both sides of battery housing. The device will be returned for analysis.